Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve may have been undersized for the native anatomy with mild leaflet calcium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Several minutes after deployment of a 23mm sapien xt, the valve migrated into the lvot. The valve was pulled and was anchored with a stent to the wall of the aorta. A 26mm sapien xt valve was then deployed. The native annulus diameter measured 19.4mmx24.6mm with an area of 371.9mm2 by CT, using 3 mensio software. The native annular calcification was moderate, the leaflet calcification was mild and the aortic root calcification was severe. After the bav the sapien xt was positioned 50:50 and deployed 45:55 aortic/ventricular. The post deployment echo showed no pvl and trace central ai. After the wire was removed, the central ai reduced to none. Approximately 2 minutes post deployment the valve migrated into the lvot. The patient was placed on pump. The patient had previously indicated that he did not want open heart surgery; therefore, the physician used balloons in order to capture the valve. Once the valve was captured, it was pulled into the aorta until it passed the major arteries and a palmaz 30x10 stent was used to anchor the thv against the wall of the aorta. The patient was confirmed to have patency with good flow. A 26mm sapien xt was then prepped, positioned and deployed in a 50:50 position with no pvl or central ai noted. The patient was extubated and was noted to be in stable condition.